Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects.It was reported that this device had a battery depletion error. The device was being checked at the clinic when the alert occurred. The pulse generator has been implanted greater than eight years. There were no additional adverse patient effects. The device remains implanted.